Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿never implant visibly damaged brachysource seed implants with sourcecaptm bioabsorbable caps. Brachysource seed implants with sourcecaptm bioabsorbable caps should never be handled roughly or forced into any implant device, magazine or needle. Such force may damage the wall of the brachytherapy source, potentially causing release of I-125 into the tissues surrounding an implanted brachytherapy source or into the environment. Brachysource seed implants that have been visibly damaged in any way should be sealed in a container and the area monitored for potential I-125 contamination." (B)(4).

Event description:
It was reported that the seeds were split/skewed and the loader was blocked within 2 different loads. The patient received all of the seeds as the hospital ordered more seeds than needed; the procedure was successfully completed. There was no impact to the patient. The mick applicator was used to place seeds during the brachy therapy procedure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the seeds were split/skewed and the loader was blocked within 2 different loads. The patient received all of the seeds as the hospital ordered more seeds than needed; the procedure was successfully completed. There was no impact to the patient.